Event description:
The ge oec 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective control panel processor pcb. This pcb was removed and replaced. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable to, would not provide any patient information with respect to this issue.